Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: the fan was identified as the defective component. The fan was replaced and solved the issue.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the device alarmed with ¿fan failure¿ during and after startup. The issue was identified during a non-clinical procedure using a test lung.